Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported they were unable to apply their abbott diabetes care device. The product was returned and investigated for the insertion issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Customer was stated that sensor did not apply. Data could not be extracted by using the patch test utility software. The return sensor was de-cased and attempt to scan the data by inserting the sensor into the power on fixture. The returned sensor was further investigated and de-cased. Performed a visual inspection on the sensor¿s pcba (printed circuit board assembly); burn marks were observed. Further investigation was conducted, where a visual inspection was performed on the de-cased returned sensor and observed excess flux on the battery terminals. No burn marks were observed on the pcba (printed circuit board assembly), the battery terminals or any of the components. Data was unable to extracted from the returned sensor. Unable to perform any further test as sensor was unable to scan. The returned battery voltage was measured, it was intact with no damage. However measured battery voltage was not within specification. Excess flux was observed on the battery terminals and no burn marks were observed on the pcba (printed circuit board assembly), the battery terminals or any of the components. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported they were unable to apply their abbott diabetes care device. The product was returned and investigated for the insertion issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.